Manufacturer narrative:
Covidien reference: (B)(4). The service and repair of the ventilator is not yet complete.

Event description:
Report received that an 840 ventilator had a blank screen. Patient involvement information was not provided by the customer.

Manufacturer narrative:
(B)(4). The evaluation and repair was completed by a non-medtronic service provider. It was reported that the customer reported malfunction was not able to be duplicated. Medtronic was not authorized to conduct the repair.